Manufacturer narrative:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: on investigation, the pump failed to power on. Investigation of the complaint was not possible due to the pump failing to power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: on examination, there is visible moisture in the display. A leak test revealed a leak at the display lens. On investigation, the pump failed to power on. The pump was opened for investigation and revealed evidence of moisture damage to the printed circuit board.